Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation where the garment hooks together. Additionally, the patient reported the lifevest makes him sweat more than usual, and he experiences rubbing and tightness in the area where the port is located. The hospital gave the patient calamine lotion for the irritation. Follow up indicated that the skin irritation has currently improved.